Event description:
It was reported that during an in-clinic follow-up, the pacemaker was noted to exhibit premature battery depletion, the right ventricular (rv) lead was noted to have exhibited r-wave amp variation and the right atrial (ra) lead exhibited high capture thresholds. The whole system, including the rv lead, the ra lead and the pacemaker, were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of r-wave amp variation was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing was normal. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.